Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient who had been lost to follow up presented to the clinic. The atrial lead exhibited a loss of capture and sensing. The lead would be reprogrammed.